Event description:
The device evaluation identified a reportable malfunction, balloon burst/leaks/holes, related to the original complaint, which was not a reportable event. The tube was placed and about 5 to 7 days later, the tube was found to be loose.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated that balloon burst/leaks/holes was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.